Event description:
Company received a report that the unit did not provide an audible tone. There was no patient harm reported.

Manufacturer narrative:
The device associated with this report was requested back for evaluation, but it has not yet been received.